Event description:
During product evaluation, failure code 570:320:844:0000 was found in the pumps event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.